Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 118001, versa-dial/comp ti std taper, lot # 001810, catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # 524140. Reported event was considered confirmed as the medical records and x-rays note scapular notching. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00439 and 0001825034-2020-00440.

Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: unknown, comprehensive 41 mm humeral tray standard, lot # unknown, catalog #: unknown, comprehensive stem 11 mm cemented; lot # unknown, catalog #: unknown, comprehensive humeral bearing; lot # unknown, 115330 comp rvrs shdr glen bsplt +ha 524140, 115383 comp rvs cntrl scr 6.5x35mm st 345360, 180505 comp locking screw 4.75x40mm 468620, 180502 comp locking screw 4.75x25mm 015250, 180502 comp locking screw 4.75x25mm 633670, 180506 comp locking screw 4.75x45mm 029390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted

Event description:
It was reported that the patient had initial right total shoulder arthroplasty performed approximately nine (9) years ago. Subsequently, the patient was revised about a year ago due to humeral tray fracture from a traumatic event with secondary pain and dislocation. The patient continued physical therapy and home exercises post-revision with satisfactory progress and pain management. Incidentally, scapular notching was noted on the six (6) month post-revision x-rays. No intervention planned at this time.